Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 1 year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause could not finally be determined, the mainboard worked correctly, cable connections were checked and the device worked as intended after a full maintenance. However, a defective expiratory valve was replaced. There was no patient or user harm reported.

Event description:
C6 ventilator when ventilated the patient displayed te 231032 and nurses and technicians noticed loud noise coming from expiratory valve. Ventilator got removed from use, this fault did not reappear after changing the circuit and valve. Patient is ok, no audible alarm other than te231032.